Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the blades substituted into their packs were dull. It was reported that the ophthalmic surgeon had to push on the eye to make the incision. There was no report of patient harm. Additional information and product samples have been requested; however, no additional information has been received to date.

Manufacturer narrative:
This is the first complaint reported for this lot. Review of the device history record (DHR) indicates the order was built to specification. Twelve unopened knives were returned in the original packaging. The opened suspect product was not returned for this complaint. Visual inspection of the knives was unable to confirm the customer's complaint for dull blades; therefore, the sample was sent to the supplier so that a thorough assessment of the knives could be performed. The root cause of the customer¿s dissatisfaction with the knife substitution is due to a temporary deviation which occurred due to a backorder with the supplier. During the backorder, a substitute knife was approved for use. Though the customer's complaint for dull blades could not be confirmed in the lab, the most likely root cause of the customer's complaint for dull blades is an error that occurred during the supplier's manufacturing process. Quality engineering materials has notified the supplier and sent the sample for further investigation. Quality assurance will continue to monitor and take action for any future occurrences as is deemed necessary. (B)(4).